Event description:
It was reported that during treatment utilizing a renasys go, when the device was plugged into ac main power, it was unable to charge the battery, and low battery alarm occurred. There was no patient harm.

Manufacturer narrative:
The returned device was evaluated to determine the cause of the reported failure. A visual inspection revealed damages to the top outer casing and the membrane. A functional evaluation confirmed the reported issue and the cause was the dc inlet had become disconnected from the printed circuit board (pcb). Following the complaint assessment, the unit was repaired and confirmed to be fully functioning and working within specification.